Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA's 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the actuator components detached from the dcs. The actuator components were not returned with the device. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Delamination is observed over the nitinol reinforcing frame along the proximal end of the capsule. The nose cone was detached from the inner member at the proximal end of the inner member, slightly distal from the spindle hub. The nose cone was not returned with the device. A hairline crack was observed on the trigger. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The subject dcs was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The device was returned without the inner member shaft and nosecone. Additionally, a crack was observed on the trigger. The description of the event does not indicate that this damage occurred during the reported event. Therefore, this damage most likely have occurred after the reported event and prior to return for analysis. The device was received without the actuator components. Actuator separation is typically associated with broken or damaged snap fit tabs on the actuator, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed high as a result of user error. During recapture, the deployment knob of the delivery catheter system (dcs) broke. The dcs was closed approximately 2/3rd when the separation occurred. Following the separation of the deployment knob, the valve could not be fully recaptured. As a result, the dcs with the valve still attached was withdrawn from the patient's body. Subsequently, another valve was implanted. No adverse patient effects were reported.